Manufacturer narrative:
This report was sent in error for black image and this would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the image on the videoscope was black. There was no patient involvement.